Event description:
The user facility reported that the dialyzer was suspected to cause syncope, respiratory failure on the pt during dialysis. The symptoms occurred during the first 15 minutes of dialysis. Events occurred on (B)(6) 2013. The pt was hospitalized for 60 days at which time the dialyzer reactions were experienced. The hospital performed a catheter change to rule out as a source of the reaction. The pt's prescription was changed to a non-e-beam dialyzer and the pt is administered prednisone and benadryl prior to treatment. The reactions have been eliminated since the change. The hospital concluded the dialyzer to be the source of the reaction. Treatment sheets and pt demographics have been requested. No sample available.

Manufacturer narrative:
Treatment sheets and pt demographics have been requested. This MDR includes all information received to date. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. In additional information is provided, a supplemental report will be submitted. Reference MDR #s: 1713747-2013-00249, 1713747-2013-00251.